Manufacturer narrative:
H6 correction: the codes were updated to reflect that there was no issue.

Event description:
Additional information was received that there was no evidence of the patient's lead migrating, and that the patient had fusion surgery.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had migrated. This was confirmed via x-ray. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
Date of event is estimated.